Event description:
Shortly following the pts 17th use of the vest (4 per day), acute abdominal pain was reported. CT indicated free fluid of spleenic origin. Spleen removed in e.r. Causal or coincidental relationship of device use and event has not been established.